Manufacturer narrative:
Manufacturing evaluation: there are no explants provided for investigation. There are no pictures available. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Conclusion and root cause: due to the current deviation and according the rationale, it is not possible to determine a root cause for the mentioned failure. Corrective action: this case concerning implant loosening was part of a product safety case (psc).

Event description:
It was reported that as a result of having the product implanted, the patient has experienced left knee pain and sensations of "looseness". The primary surgery occurred on (B)(6) 2014 and a revision surgery has not been reported. The device code is unknown; vega knee prothesis. This event resulted in an impairment for the patient. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event is filed under aag reference (B)(4).